Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid drainage. The cause of the peritonitis was unknown. The same day the patient presented to an outpatient clinic and was treated with fortum (dose, route and frequency not reported) and intraperitoneal (ip) cefazolin (1 gram once a day). Both antibiotics were discontinued the following day. Two days after onset the patient presented to the emergency room and was hospitalized for the peritonitis. The same day the patient began treatment with ip amiktam (250 milligram once a day), ip vancomycin (1000 milligram once a day) and intravenous meropenem (500 milligram once a day) for peritonitis. Antibiotic therapy remains ongoing. Physioneal therapy was ongoing. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient¿s height was reported as (B)(6) cm. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).